Event description:
Serious injury due to surgery. It was reported that an angio-seal was deployed post coronary intervention and femoral angiogram. Five days later, the pt had an ultrasound study of the right groin to evaluate redness at the catheterization access site. No pseudoaneurysm or hematoma was visualized and normal blood glow was documented. Two days later, (B)(6) was cultured from the right groin access site. Two days after that, the pt went to surgery to remove the right groin abscess and a foreign body. A 5.5 centimeter by 4.5 centimeter abscess was evacuated and irrigated. A 1.5 inch piece of suture was also removed. The angio-seal collagen and anchor were not removed. The pt was prescribed vancomycin (dose unknown) and discharged from the hospital 2 days after surgery.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (ie, collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation, and edema. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days, instructs the pt to remove the dressing after 24 hours and clean the area with mild sap and water and dry the area. The site should be covered with a bandage and changed daily or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.